Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is felling "not quite right" and the magnet response rate noted during an in-clinic device check was unexpected. The device remains in use. No further patient complications have been reported as a result of this event.